Manufacturer narrative:
Device was used for treatment not diagnosis. Date of event: agel, j., benca, p., chapman, j., henley, m (2000) randomized prospective study of humeral shaft fracture fixation: intramedullary nails versus plates. Journal of orthopaedic trauma, vol. 14(3), pp: 162-166. This report is for an unknown 4.5millimeter dynamic compression and unknown limited contact dynamic compression plates. UDI: unknown part number, UDI is unavailable. (B)(4). Investigation could not be completed and no conclusion could be drawn, as no devices were returned and no lot numbers or part numbers were provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: agel, j., benca, p., chapman, j., henley, m (2000) randomized prospective study of humeral shaft fracture fixation: intramedullary nails versus plates. Journal of orthopaedic trauma, vol. 14(3), pp: 162-166. The objective of this study was to compare the clinical and radiographic results for locked intramedullary (im) nails and plates used in the treatment of humeral diaphyseal fractures. Approx 38 patients were in the intramedullary nailing group and 46 patients were in the compression plating group. Treatment with im nails was performed with a competitor device, treatment with plates was performed with 4.5millimeter dynamic compression and limited contact dynamic compression plates (ao design [synthes]). Follow up averaged thirteen months. There were two malunions (more than 10 degrees of residual fracture angulation in any plane). Three deep infections were found. There were three nonunions. All nonunions were treated with repeat open reduction and internal fixation with bone grafting. This report is for an unknown 4.5millimeter dynamic compression and unknown limited contact dynamic compression plates. This is report 1 of 1 for (B)(4).